Event description:
It was reported that a patient reported damaged to the patient transmitter. Later analysis noted burn damage on the transmitter. No adverse patient consequences were reported.

Manufacturer narrative:
The field complaint of a no power issue was verified; however, the power cord being ripped was not verified. The visual inspection revealed burn damage to the outer plastic casing of the ac power adapter and a missing plug adapter, but no damage to the outer plastic housing of the transmitter. After opening the ac power adapter several burnt components were observed on the main circuit board. Upon opening the transmitter no burnt components were observed on the main printed circuit board itself; however, there was smoke damage to the inner housing. Tested unit with working ac power adapter and unit successfully powered on. Performed the delete data process successfully. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue.